Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was noted the lead safety switch (lss) had triggered for the right ventricular (rv) lead and pacemaker due to high out of range pacing impedance measurements of greater than 2000 ohms. The lss changed the polarity of the lead from bipolar to unipolar. Upon further review oversensing of noise leading to pacing inhibition with greater than two second of asystole was seen prior to the lss. Oversensing of noise leading to pacing inhibition with asystole less than two seconds was also seen. An x-ray was taken which did not yield any significant findings, thus no cause of the noise or high impedance measurements was determined. Subsequently a revision procedure was performed where the rv lead was surgically abandoned. The pacemaker remained in service with a new rv lead and no additional adverse patient effects were reported.